Manufacturer narrative:
The olive wire is provided to customers within a sterile kit (sk12) and marked single use. The UDI referenced is for the sterile kit, sk12, that the product is distributed within. The device history record for device 1405-2002, lot om16103 was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The olive wire is manufactured with implant grade material. Based on information provided and the device not being returned, the most likely cause cannot be confirmed; however it is possible the technique utilized on the instruments applied additional forces to the device. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The investigation is ongoing and the company will supplement this MDR as necessary and appropriate. Device was not returned

Event description:
During a bunion procedure on (B)(6) 2017 the tip of an olive drill broke off while drilling the most distal hole of the plate extending beyond the incision site. The drill tip remained in the 1st metatarsal. The surgery proceded without further incident and no additional patient outcomes were reported.